Event description:
It was reported that the procedure was performed in the left anterior descending (LAD) artery with mild calcification and low vessel tortuosity. The Dragonfly Opstar imaging catheter was positioned in the patient when the catheter subsequently drew in air. Another Dragonfly Opstar was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.